Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. It was visually and functionally tested and the reported condition was confirmed. Upon visual inspected the spike protector was observed to be missing. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the needleless sol.admn.set in which the spike protector was missing. The condition was observed before patient use. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information is available.